Event description:
It was reported that a cancelled/aborted procedure occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 27mm watchman flx closure device and delivery system (wds) was advanced and deployed yet was infolded and not fully expanding. A tug test of the wds was performed and did not resolve the infolding. The wds was partially recaptured and the still appeared infolded, not fully expanding. The physician fully recaptured the wds and redeployed, yet it was still not fully expanding. The wds was finally fully recaptured, removed from the patient and discarded. It was noted there was device damage on the shoulder of the device. A new wds was attempted, but did not meet release criteria due to the anatomy of the laa. The procedure was aborted. No patient complications occurred.